Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report 3005099803-2010-05216 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices had issues when used in the stomach during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. It was initially reported when the packages of the two clips were opened, there were no clips present on either device or in its packaging and there was no damage to either packaging noted. Further information received from the complainant on november 30, 2010, which is contrary to what was initially reported, revealed the following: the clips were present on both devices. The complainant attempted to remove the over sheath from both devices and excessive force was required. The complainant reported that it was "as if the clip was glued to the inside of the over sheath." After removing the sheath from the devices, both clips appeared to be broken and that a piece of the clip was missing on both devices. Another resolution clip was used from a different lot to complete the procedure. There were no patient complications reported as a result of this event. The patient remained within the hospital for observation but was discharged within 24 hours of the procedure. The patient was reported to be fine.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report 3005099803-2010-05216 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices had issues when used in the stomach during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2010. It was initially reported when the packages of the two clips were opened, there were no clips present on either device or in its packaging and there was no damage to either packaging noted. Further information received from the complainant on (B)(6) 2010, which is contrary to what was initially reported, revealed the following: the clips were present on both devices. The complainant attempted to remove the over sheath from both devices and excessive force was required. The complainant reported that it was "as if the clip was glued to the inside of the over sheath." After removing the sheath from the devices, both clips appeared to be broken and that a piece of the clip was missing on both devices. Another resolution clip was used from a different lot to complete the procedure. There were no patient complications reported as a result of this event. The patient remained within the hospital for observation but was discharged within 24 hours of the procedure. The patient was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the sheath was missing and the clip assembly was not returned. The device was half deployed and the control wire was separated per design. The most probable root cause has been determined to be user error. As indicated in the event description, the device was being used in a manner inconsistent with the directions for use (dfu), as the hemoclip sheaths are not intended for removal. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4). The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.